Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 52 mg/dl at time of incident, 62 mg/dl today, 220 mg/dl right now and morning with 300 mg/dl. Customer treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event and customer does not use auto mode. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.